Manufacturer narrative:
Concomitant products 5076 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their lead had dislodged resulting in stimulation. The lead was repositioned and remained in use. The lead was later explanted for infection. No patient complications have been reported as a result of this event.